Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion in the left anterior descending artery was predilated with a voyager balloon. The taxus express2 2.5x12mm drug eluting stent was unable to cross the lesion and as it was being removed the stent was damaged. The procedure was completed with a cypher stent. No pt complications occurred. Pt status is satisfactory.